Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the peritonitis and the liberty cycler and cycler set. Additionally, there is no allegation of a machine malfunction or leak with the cycler set reported for this event. Per the pdrn the peritonitis was a result of the patient not bleaching the water faucet where they conduct their hand washing prior to pd setup. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) requested that the patient receive a liberty select cycler in order to benefit from the additional drain features. The pdrn requested that the patient retain the current cycler until the new one arrives as they had peritonitis (unknown signs and symptoms) and the pdrn wanted them to complete treatment. Additional information was received from the pdrn. The patient reported abdominal pain and cloudy pd effluent and was subsequently diagnosed with peritonitis. A pd effluent culture was positive for stenotrophomonas maltophilia and the patient¿s white blood cell count was 2781 (unknown units). The patient was initially treated with cefepime 1 gram daily and was transitioned to ceftazidime 1 gram intraperitoneally (ip) for 14 days. Per the pdrn, the cause of the peritonitis was due to the patient not bleaching the faucet from which they complete their one minute hand wash prior to pd setup. The patient continued pd therapy on the liberty cycler and continues to recover from the peritonitis. A repeat wbc count was completed on (B)(6) 2018 with a value of 120 (unknown units).